Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day of a 29mm transcatheter bioprosthetic aortic valve implant procedure the patient experienced an unknown conduction disturbance which required the placement of a permanent pacemaker. No other patient complications were reported as a result of this event.

Event description:
It was reported that on the same day of a 29mm transcatheter bioprosthetic aortic valve implant procedure the patient experienced an unknown conduction disturbance which required the placement of a permanent pacemaker. No other patient complications were reported as a result of this event. Additional information was received that prior to the implant of this transcatheter valve, the patient had a history of complete right bundle branch block (rbbb), and the permanent pacemaker implanted was planned prior to the valve implant procedure. After the pre-implant balloon aortic valvuloplasty (bav) and before the valve was implanted, complete heart block (chb) occurred. An intracardiac echocardiography was utilized to verify that the newly implanted valve was not in contact with the membranous septum. Following the implant procedure, a permanent pacemaker was implanted.

Manufacturer narrative:
Updated data: b2. B5. H4. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-ev olutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. D4. H4. H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day of a 29mm transcatheter bioprosthetic aortic valve implant procedure the patient experienced an unknown conduction disturbance which required the placement of a permanent pacemaker. No other patient complications were reported as a result of this event. Additional information was received that prior to the implant of this transcatheter valve, the patient had a history of complete right bundle branch block (rbbb), and the permanent pacemaker implanted was planned prior to the valve implant procedure. After the pre-implant balloon aortic valvuloplasty (bav) and before the valve was implanted, complete heart block (chb) occurred. An intracardiac echocardiography was utilized to verify that the newly implanted valve was not in contact with the membranous septum. Following the implant procedure, a permanent pacemaker was implanted. Additional information was received that the delivery catheter system (dcs) was not inserted in the patient when the chb occurred.

Manufacturer narrative:
Updated data: b5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-ev olutfx-2329; lot: 0012997823; UDI: (B)(4); manufactured date: 2025-09-01; use by date: 2027-09-01; implant date: n/a; FDA site ID: 9612164. H6. Annex b code was added pertaining to the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.